Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vf episode was caused by atrial fibrillation with high ventricular frequency. The first shock was inappropriate rather the arrhythmia degenerated in a real torsades de pointes ventricular tachycardia. The second shock was appropriate and effective due to return to sinus. The physician preferred not to take any action. The patient condition was good.